Manufacturer narrative:
The referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After removing the dilator from the sheath, approximately 30ml of blood, liquid, or air were successfully aspirated into the syringe, with no visible air remaining in the tube from the sheath handle to the flush port. But once the three-way valve was closed, to remove the syringe and restart the flush line, air bubbles suddenly appeared in the tube leading from the sheath handle to the flush port. This aspiration was repeated three times, consistently resulting in air bubbles in the flush port tube. The sheath had been properly prepared and flushed before being introduced into the patient. The issue first occurred during the initial aspiration of blood, fluid, or air after the dilator was removed following the transseptal placement of the sheath tip. No air was visible in the patient. The sheath was then replaced, and the procedure was completed without any patient complications. The sheath has been received for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air bubbles were observed. During a pulse field ablation pulmonary vein isolation procedure, a faradrive steerable sheath clear was selected for use. After removing the dilator from the sheath, approximately 30ml of blood, liquid, or air were successfully aspirated into the syringe, with no visible air remaining in the tube from the sheath handle to the flush port. But once the three-way valve was closed, to remove the syringe and restart the flush line, air bubbles suddenly appeared in the tube leading from the sheath handle to the flush port. This aspiration was repeated three times, consistently resulting in air bubbles in the flush port tube. The sheath had been properly prepared and flushed before being introduced into the patient. The issue first occurred during the initial aspiration of blood, fluid, or air after the dilator was removed following the transseptal placement of the sheath tip. No air was visible in the patient. The sheath was then replaced, and the procedure was completed without any patient complications. The device is expected to be returned for analysis.